Manufacturer narrative:
Patient identifier: multiple patient involved in the study. Implantation date unknown. This report is for an unk - nails: pfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: hao, y. Et al (2019), risk factors for implant failure in reverse oblique and transverse intertrochanteric fractures treated with proximal femoral nail antirotation (pfna), journal of orthopedic surgery and research, vol 14 (350), pages 1-8 (china). The aim of this retrospective study is to identify predictive factors of implant failure in ao/ota 31-a3 fractures treated with pfna. Between january 2006 to february 2018, a total of 45 patients (18 male and 27 female) were included in the study. Surgery was performed using proximal femoral nail antirotation (pfna). Follow-up evaluations were performed at 1, 3, 6 and 12 months after the surgery and yearly thereafter. The mean follow-up time was 26.6 months (range, 12¿62 months). The following complications were reported as follows: 1 patient died from an internal disease within 1 month after the surgery. 3 patients had helical blade perforation. 2 patients had poor reduction and nail breakage. 1 patient had poor reduction and helical blade cut-out. This report is for an unknown synthes pfna constructs, unknown synthes pfna blade, and unknown pfna nails. This is 2 of 3 for report (B)(4).